Manufacturer narrative:
Insulin pump passed displacement test, basic occlusion test, occlusion test, excessive no delivery test and prime/compromised force sensor system test. Motor passed motor test. No motor error alarm. Drive support disk was inspected and no anomaly was noted. Device received with cracked battery tube threads. Insulin pump received with cracked reservoir tube lip. Device received with cracked belt clip slot. (B)(4).

Event description:
Customer reported via phone call that the device alarmed a motor error alarm. Customer's blood glucose was over 400 mg/dl. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.